Event description:
This pt went to the o.r. On 6/17/97 for a visually significant cataract of the right eye. During this surgery, phacoemulsification was performed with sulcus fixated intraocular lens of the right eye. During removal of the last piece of nuclear material with the phacoemulsification handpiece, the anterior chamber of the eye suddenly shallowed as though the irrigation had been cut off from the machine. When this happened, a posterior capsule rupture occurred. An anterior vitrectomy of the right eye then had to be performed.